Manufacturer narrative:
Block h11: correction to blocks d7a, e1: initial reporter country and h6 (below): block h6: imdrf patient code e0506 for bleeding from the ligament is a "nonreportable" event. Block h6: imdrf device codes a0501 capture the reportable event of dart detachment. Block h10: the returned capio slim was analyzed, and the visual inspection revealed that the device did not have any visual damage/defect. A functional test was also performed and revealed that the device cage was unable to catch the suture after deploying the device. Also, dimensional inspection determined that the spring catch was out of specification. With all the available information, boston scientific concludes the reported event of cage did not catch the dart was confirmed. The most probable cause of this event is cause traced to device design. An investigation to address this problem was initiated and concludes that the root cause lies in the design phase, where the interaction between the dart and the spring catch was not appropriately considered, leading to an inconsistent and insufficient tolerancing arrangement. The reported event of dart detachment could not be confirmed because the suture was not returned. The most probable cause for this event is no problem detected as it was not possible to identify any evidence of the alleged problem on the device after visual, functional and dimensional inspections. Furthermore, the most probable cause for the reported event of bleeding is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used in a procedure performed on (B)(6) 2023. It was reported that the suture dart was not caught in the cage. There is bleeding from the ligament because a small part of the needle remained in the ligament instead of returning to the capio.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding from the ligament. Imdrf device codes a0501 capture the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used in a procedure performed on (B)(6) 2023. It was reported that the suture dart was not caught in the cage. There is bleeding from the ligament because a small part of the needle remained in the ligament instead of returning to the capio.